Event description:
Blood borne pathogens exposure to cardiologist during a case in the cardiac cath lab; cardiologist was single-gloved and had finished case; took off biogel m gloves and noted took off biogel m gloves and noted bloody water inside the glove I had not experienced a needle stick during case; had no open wounds on hands.